Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while admitted for an unrelated procedure, the patient's lactate dehydrogenase (ldh) increased as high as 481 u/l from a baseline of 300 u/l. The patient¿s inr level was 1.5. The patient was started on 325 mg of aspirin, persantine, and his inr to 2.5-3.0. The patient was discharged with ldh of 310 and no further issues.

Manufacturer narrative:
Approx age of device: 1 year and 8 months. A full evaluation of the pump could not be conducted, as the pump remains in use supporting the patient. A root cause for the report of elevated ldh levels could not be determined through this evaluation. No further issues have been reported. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.